Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the nozzle and the plastic distal end cover had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. According to the investigation results, the cause of the malfunction for the event "plastic distal end cover has a burn" is likely the following: the use of a high-frequency device without maintaining sufficient distance from the tip. For the event reported as "nozzle has foreign objects," the root cause or material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.